Event description:
Clinical study. It was reported that 394 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the 1st diagonal. No lesion characteristics are available. The physician direct stented the lesion with a 2.5 x 12 mm taxus express2 drug eluting stent. Post stent ivus was used. Angiomax, plavix and aspirin were given during the procedure. The patient was discharged one day post index procedure receiving aspirin and plavix. On day 394, the patient underwent percutaneous coronary intervention for a tvr. The patient was taking aspirin and plavix at the time of the event. No additional information regarding the tvr is available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.